Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 3.00 x 28mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification and angulation. It was also noted that the shaft of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stabilized.